Event description:
It was reported that the procedure was to treat a 100% stenosed lesion in the left superficial artery (sfa) and the anterior tibial arteries. The ht command guidewire(gw) was advanced to the target lesion and used for laser atherectomy; however, when attempting to remove the gw at the end of the procedure the tip of the gw broke. The tip of the gw was observed to be in the iliac vessel; therefore, a snare device was used to retrieve the the tip of the gw. No adverse patient sequela was reported and no clinically significant delay was reported. No additional information has been provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to the operational context of the procedure. Additionally, the reported removal of foreign body was due to a separated tip within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.